Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 7 months. The replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for respiratory failure and cardiac arrest with altered mental status. The patient was unresponsive and intubated. Interrogation of the system controller showed that the pump had been off for an indeterminate period of time. It was reported that there were 3 witnessed pump stoppages. The system controller was exchanged. The percutaneous lead was manipulated at the system controller bend relief area and the pump stabilized. The vad coordinator suspected a driveline fracture. The patient was stabilized on battery power. Log files evaluated by the manufacturer's technical services representative revealed pump stoppages and low speed advisories. Submitted x-rays were unremarkable. On (B)(6) 2015, an external percutaneous lead replacement was performed by the manufacturer's technical services representatives; however, pump stoppages and low flow alarms occurred again post repair. The alarms resolved when the patient was placed on battery power. An ungrounded power module patient cable was provided for use. Subsequently, the patient underwent a pump exchange on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Device evaluation of the replaced external portion/distal end of the percutaneous lead: approximately 10¿ of the external portion/distal end of the percutaneous lead that was replaced was returned for further evaluation. Electrical continuity testing of the returned portion of the percutaneous lead revealed that all wires were electrically intact. A small area of cosmetic damage to the outer silicone sleeve was observed in addition to breakdown of the metal braided shield on the distal end of the percutaneous lead; however, visual examination and high potential (hipot) testing of the underlying wires did not identify any areas of compromised wire insulation. Device evaluation of the explanted pump with the returned percutaneous lead: the report of a suspected percutaneous lead wire compromise causing low speed events and pump stoppages was confirmed based on the evaluation of the internal portion of the percutaneous lead that was returned with the explanted pump. The explanted pump was returned assembled with the percutaneous lead cut approximately 2.5¿ from the pump housing. The severed portion of the percutaneous lead was returned in one segment. Examination of the returned explanted pump upon disassembly did not reveal any depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead extending from the pump housing and the returned severed portion of the percutaneous lead revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield was noted at the proximal end of the longer distal returned portion of the percutaneous lead, at approximately 3.5¿-5¿ from the pump housing. Visual examination of the underlying wires revealed breaches in the insulation of the yellow, green, and brown wires in the area of shield breakdown at approximately 4¿ from the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive movement of the percutaneous lead in this area. Visual examination and hipot testing of the remainder of the returned portions of the percutaneous lead did not reveal any other areas of compromised wire insulation. The heartmate ii lvad operates on a three phase motor; the yellow and green wires represent phase one, the black and brown wires represent phase two, and the red and orange wires represent phase three. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on tethered power (such as the power module), the resulting electrical short to ground would have caused the reported interruption in pump function as recorded in the submitted system controller log file data. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power. A review of the device history records for the pump revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.